Event description:
It was reported that the patient was admitted on (B)(6) 2022 with suspicion of gastrointestinal (gi) bleed. The patient had melena and a drop in hemoglobin and hematocrit. The patient was given iron and had a gi consult. An endoscopy was performed on (B)(6) 2022 which showed small bowel arteriovenous malformations (avms) which was treated with argon beam coagulation. The patient was given octreotide and was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.